Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lap sleeve gastrectomy, while on transection of stomach, they placed the jaws of the reload on the stomach and pushed the green button but the handle could not be squeezed and would not fire. The handle and reloads were replaced to complete the case. There was no patient injury.